Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level 599 mg/dl. Customer stated that everything was working fine. Customer's current blood glucose level was 82 mg/dl. Customer was treated with manual injection. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.